Manufacturer narrative:
The galileo image files were not available for review. The unexpected reactivity appears to be related to the nature of the particular donor's c antigen. No additional sample was available for further investigation.

Event description:
A customer reported that an rh mistype occurred on galileo 10270.